Event description:
Related manufacturer reference number: 2017865-2022-04373. It was reported that the patient presented remotely via merlin.net. The pacemaker and right ventricular (rv) lead had post paced t wave over-sensing issues. Programming changes were made. The patient was stable.